Manufacturer narrative:
Evaluation summary: drill bit is broken in two pieces. Drill has fractured off from a section closer to the end of the flutes. The cutting edges show scoring marks and deformation damage along with microcracks as observed on micrographs. Evaluation codes: drill fractured near the last flute. Device history records indicate manufacture to specification. Scanning electron microscopy analysis of drill fracture surface showed mechanical deformed surface and dimples. The fracture appears to have occurred in overload. A number of microcracks were also observed in the drill along with dents and deformation of the edges. Energy dispersive spectroscopy analysis of the drill material showed fe, ni and mo peaks that are typical of a 13-8 mo ph sst.

Event description:
It is reported the tip of the drill bit broke off into the soft bone during surgery. The doctor chipped around the broken piece, removed it, and packed the loose bone back into the tibia. They used a back-up drill bit to complete the surgery and the outcome was fine.